Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse found no blood in blood detect tubing, all clear. Followed replacement instruction per service manual and replaced necessary parts. Replaced crm and safety disk. Completed pm with all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit ruptured and there was blood inside the console. There was no patient harm.